Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 01/29/2018. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. The handpiece was evaluated. The temperature was measured consistently over a test cycle and no spikes or temperature anomalies were observed/detected. There was no failure detected. The complaint was not verified. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. The risk management files and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. No labeling change is required. The review of the device history record (DHR) for ellips fx phaco handpiece showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The handpiece is working within amo specifications. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: the exact date if event is unknown, it was indicated that the event occurred about one and half weeks ago, so the best estimate date is (B)(6) 2017. Customer did not request for a field service specialist visit to the site and only an accessory exchange was requested. A new handpiece replacement was sent to customer. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported that handpiece gets hot during surgery. It was indicated that the patient treatment was delayed. The doctor had to replace the handpiece and the surgery was completed successfully without complications.